Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric sleeve, when loading the reload, the tech was able to articulate the reload but the jaws of the device would not close. Another device was used to complete the case. There was no patient harm.